Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After the guidewire was crossed, a 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced to perform an endovascular therapy. During the procedure, on the first inflation at 5 atmospheres, the balloon ruptured. The device was removed and replaced for another of the same model to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After the guidewire was crossed, a 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced to perform an endovascular therapy. During the procedure, on the first inflation at 5 atmospheres, the balloon ruptured. The device was removed and replaced for another of the same model to complete the procedure. There were no patient complications reported. It was further reported that the balloon was inflated for 5 seconds before it ruptured.